Event description:
Customer reported that she has been having unexplained high blood glucose of 350 mg/dl and dka. Customer stated that he went to see his dr due to high blood glucose. Customer stated that her reservoir leaked insulin past both o-rings during normal use into the insulin pump reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.